Event description:
Surgeon placed the guide on the rim of the acetabulum, and drill guide rose up off the bone a little when inserting the anchor, causing the anchor to break, but most remained in the bone. Implanted two other anchors after with no problems.

Manufacturer narrative:
(B)(4).